Event description:
"Nurse inserted IV catheter withdrew needle and laid it on bedside table, they completed their taping of IV site and when pt was clearing up their supplies for disposal they incurred a needlestick. Clip had only partially deployed on needle. Needle was then disposed of and could not be retrieved. Nurse is receiving hosp protocol for needlestick exposure."